Event description:
Healthcare professional reported "rupture" confirmed via ultrasound and "exchange of textured devices due to patient's concern with product". This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.